Event description:
The patient had been scheduled for a fluoroscopy study to check the integrity of the catheter and recalled that, during a similar procedure back in 2001 or 2002, her pump was turned off by her healthcare provider. The next morning the patient stated she was violently ill, could not keep pills down, and ended up having a heart attack. The patient further stated that she was in the hospital for a better part of a week. The patient was noted to be fine, but "did not want to go through that ever again". The medication used within the system was unknown. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID 8703w, lot# j0056588r, implanted: 2001-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported the patient had known heart problems, but they were not related to the pump.